Event description:
It was reported that the patient presented in clinic for a device exchange. Prior to the procedure, it was noted the atrial lead had been undersensing atrial fibrillation as an ongoing issue. Programming changes were implemented. The asymptomatic patient was in stable condition.